Event description:
During preparation with the patient in the room, a strange smell and smoke were noted from the generator when it was turned on. The procedure was cancelled without any patient consequences.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for investigation. The investigation revealed that the capacitor on the rf control board failed at the c50 location on the radio frequency control board which resulted in the thermal event reported.